Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported that after the end of the procedure, blood pressure decreased, and further decreased 1 hour after the procedure completion. Pericardial effusion was confirmed, and drainage was performed after the procedure completed and vital signs were stable. The patient was then managed in the ICU for follow-up observation. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30960372l identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The manufactured date and expiration date have also been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initial reporter phone : +(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported that after the end of the procedure, blood pressure decreased, and further decreased 1 hour after the procedure completion. Pericardial effusion was confirmed, and drainage was performed after the procedure completed and vital signs were stable. The patient was then managed in the ICU for follow-up observation. Atrial septal puncture was performed. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter flow rate setting: 50w 15ml the physician¿s opinion on the relationship between this event and the product was that there was no causal relationship with biosense webster inc. Catheters. Perforation was most likely caused by another company's 20pole rv catheter. There was no abnormality before using and during use of the product. The procedure was completed without patient consequence. Additional information was received. It was reported that the lot number of "g9289918" for the soundstar eco ge 8f catheter is correct. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products the patient fully recovered. Patient required extended hospitalization because of the adverse event as the patient was being follow-up and then it was extended. Relevant tests/laboratory data ---none. Other relevant history ---none. Smartablate generator was used. Smarttouch sf(stsf) catheter was used. Dashboard and vector were used. Visitag module was used, parameters for stability used was 3mm; 3sec; g 25%; 3. Additional filter used with the visitag was fot. Tag index was used. Transseptal puncture was performed with a nrg rf transseptal needle. Ablation was performed prior to noting CT. There was no evidence of steam pop. The event occurred after ablation. Irrigated catheter was used in the event, the flow setting was pre 0/post 2. The correct catheter settings were selected on the generator. The pump was switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure.